Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: a (B)(6) change in the aortic neck diameter; and, the bilateral iliac artery diameters of greater than 2.3 cm. Cautionary product use conditions that might have contributed included severe calcifications and tortuosity of the iliac arteries. The patient's use of anticoagulation and antiplatelet therapy might have contributed to this event due to the increase risk of bleeding. Immediately post implant, there was evidence of a persistent ib endoleak from the left iliac artery. Four months post implant, there was substantiated evidence of a type ii endoleak from the ima, and an endoleak ib from the left common iliac artery. The secondary procedure of a left limb extension was confirmed. The patient was discharged home on the fourth post-operative day, on antiplatelet therapy (asa). A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is determined to be related to patient's anatomy, which was incongruent with IFU. There is no evidence of any issues with the device.

Event description:
It was reported that approximately 4 months post implant of a bifurcated device, a suprarenal and two limb stent grafts, the patient was seen routinely for follow-up on (B)(6) 2014. A computed tomography scan was performed and indicated the patient had a distal endoleak on the left common iliac due to aneurysm expansion. Additionally, the aneurysm sac enlarged 1.5 centimeters. The physician elected to correct the endoleak and implanted a limb extension. The final angiogram showed no endoleak. The patient was reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.